Event description:
Blood glucose device read 400 mg/dl and then went to the emergency room (ER). It was reported ER read 140 mg/dl. No treatment info was reportedly provided. A request was made for the return of the suspect product and replacement product was sent.